Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair due to sui, cystocele and rectocele. It was reported that patient underwent robotic assisted laparoscopic, total hysterectomy, sacral colpopexy and cystourethroscopy due to pelvic organ prolapse and history of cervical dysplasia on (B)(6) 2013. (B)(4).